Event description:
I had ultherapy in (B)(6) 2015. Since then, I have experienced serious dry eye. Rather than tightening my face, I now look very saggy, as though I have lost a great deal of fat and tissue. This procedure has aged me about 5-10 years. My face proportions are different from the fat loss. I just do not look like the same person. The vision problem is the scariest part, both dry eye and a distinct change in the size and shape of my eyes.